Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ pro pen needle experienced the outer cover being unable to attach, and the outer cover being unable to attach to remove the needle from the pen needle. The following information was provided by the initial reporter: the patient's report is that the outer cover of one product didn't fit properly and was just spinning.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. A functionality test as per q-sop-183-dl was carried out on the returned sample and a loose hub in cover was observed. No DHR review can be carried out as lot number is unknown. This issue was caused by an interference fit between the hub and the cover.

Event description:
It was reported that bd micro-fine¿ pro pen needle experienced the outer cover being unable to attach, and the outer cover being unable to attach to remove the needle from the pen needle. The following information was provided by the initial reporter: the patient's report is that the outer cover of one product didn't fit properly and was just spinning.